Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, and h11. The device was not returned to olympus for inspection; however, technical assistance center (tac) was informed of the issue, and he was asked to provide the replacement packing joint part number. The reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cylinder hose had damaged toric joint/packing joint part (o-ring). The event had occurred during the inspection for use. There were no reports of patient harm.